Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to process, service, or operate the device according to the manufacturer's recommendations or recognized best practices. Third party repair using non-olympus parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a cracked off distal end plastic cover. There was no patient involvement.